Manufacturer narrative:
Conclusion: retained samples were retrieved for evaluation. The retained samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack, damaged packs and no defects were observed. The retained samples were functionally tested for sterility and found to meet the specification.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent caesarean section on (B)(6) 2015 and suture was used. Approximately 9 days following the procedure, the patient experienced local reaction and infection of the rectus sheath around the suture line. It was reported the suture had an odor and nearby location was infected. The patient was administered prophylactic antibiotics and cultures were performed with no specific result. The patient¿s wound was cleaned, resutured and dressed. Following resuturing of the wound, the patient¿s condition is reported as normal.